Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's healthcare provider (hcp) called because the patient was in an in-patient rehab center and just had a foley catheter removed. The patient had interstim off but upon catheter removal they wanted to turn therapy back on. The patient's family turned therapy back on, but the patient had still been leaking. The caller noted that the patient had recent onset of dementia and was "button happy" with the remote so that may be contributing to the therapy issue. The caller requested a manufacturer representative (rep) to meet with the patient for programming as they can't get to their urologist office. Technical services (ts) suggested family calling patient services and transferred caller to nas to page rep to discuss programming options further.